Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of a thoracic aortic dissection, zone 2, using gore® tag® thoracic branch endoprostheses. A gore® tag® conformable thoracic stent graft with active control system was placed in the descending thoracic aorta. On (B)(6) 2026, during the night, the patient complained of chest pain. Contrast-enhanced CT revealed a localized aortic dissection approximately 10 mm distal to the distal end of the ctagac. A reintervention was performed, and an additional stent graft was implanted. Physician's comment: the localized dissection was located approximately 10 mm distal to the ctagac landing zone and is therefore not considered to be stent graft-induced new entry. It is possible that the dissection occurred during the creation of the pull-through wire, or that a new dissection developed in the context of the patient's underlying aortic dissection. The possibility of dissection formation during delivery of the delivery catheter has been ruled out. Additional information was received on june 4, 2026: it was reported that the onset date of the aortic dissection was on (B)(6) 2026 (the day after the procedure). On (B)(6) 2026, the patient was confirmed to have recovered. Physician's assessment of causality: related to the device and the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.